Manufacturer narrative:
The ge svc rep verified the problem and found that the charger failed message displayed on the system. The line voltage was low. He retapped the line voltage and traced the charger failed message to the battery charger output low. He can't adjust it. The ge rep replaced and adjusted the battery charger pcb / power cap module for charger failed error message. The problem was resolved. He adjusted the battery charger pcb output/red led reading per ge oec procedures. The system operates as intended.

Event description:
The customer reported the system displayed a charger failed message and it won't fluoro.